Event description:
A verbal report was received from a hemodialysis user facility that a patient was having a dialyzer reaction. For this event, it was verbally reported by the rn manager that the patient becomes hypotensive 1 hour into the dialysis therapy. Also reported was that the patient was given ns, the blood was reinfused and the patient was transported to the hospital and underwent a cardiac workup with negative results. The rn also provided the treatment sheets of theis event as well as additional information. According to the treatment sheets, the facility was challenging this patients dry weight and for this event, the staff targeted 2.6 kgs of fluid to be removed. Also of note was that the patient was underging dialysis and tolerating the treatment when 2 1/2 hours into th therapy it was noted that the patient was becoming unresponsive and then became unresponsive. A note by the caregiver stated the patient reported not feeling right. Bp at that time was 101/51 and a 200 ml bolus of ns was infused. The patient had difficulty breathing and was foaming at the mouth and eyes rolling to the back of head. Another 300 ml of ns was given and then the patients blood was reinfused and 911 was called. The paramedics transported the patient to the hospital. The patient was later discharged with no ill effect from this event. The patient reportedly continued to received dialysis with this dialyzer.